Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to an infection. It was noted that the sternal notch incision had opened up and had puss draining. The tip of electrode had worked its way to the surface and the xiphoid incision was closed but had a pustule at the surface. The device incision appeared clean, however the entire system was explanted. No additional adverse patient effects were reported.